Event description:
It was reported that the pt has had a loss of therapeutic effect since 2008. When the pt increased her stimulation to 4.0, she no longer had a loss of therapeutic effect, but the stimulation went down her leg. The pt was able to switch from program 1 to program 2 and set stimulation to 3.0. Further info is being requested from the hcp.